Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not aligned. It was indicated that the connection between the overlay and printed circuit board (pcb) required cleaning and reseating. It was also indicated that the case was broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to program on screen. The stylus was not functioning properly. The programmer was returned for service. No patient complications have been reported as a result of this event.